Event description:
It was reported that during a ureteroscopy procedure, as the fiber was being inserted through the scope, the fiber broke. At that moment, the physician was about to fire the laser, and due to the fiber breakage, the fiber fired into the physician's hand causing burn. The burn did not require any treatment. The procedure was completed using original device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in two pieces, thus confirming the reported device anomaly. The tip and the connector were inspected using a microscope; the connector was in good condition while the fiber tip had normal degradation and had burn marks on the fiber jacket. During functional testing, error code 67 (fiber expired. Treatments used 1. Treatments left 0.) Was displayed. Based on analysis results and information available, it is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Burn is a known risk associated with this device type as indicated in the instructions for use (IFU)

Event description:
It was reported that during a ureteroscopy procedure, as the fiber was being inserted through the scope, the fiber broke. At that moment, the physician was about to fire the laser, and due to the fiber breakage, the fiber fired into the physician's hand causing burn. The burn did not require any treatment. The procedure was completed using original device. There were no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, as the fiber was being inserted through the scope, the fiber broke. At that moment, the physician was about to fire the laser, and due to the fiber breakage, the fiber fired into the physician's hand causing burn. The burn did not require any treatment. The procedure was completed using original device. There were no patient complications.